Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient got hospitalized due to high blood glucose levels. Event occurred within 3 hours of insertion of infusion set. Insertion site was at abdomen. Highest blood glucose level reported during the event was 575 mg/dl during the event. Patient took correction bolus via pump and injection to address high blood glucose. During hospitalization patient disconnected pump and went on to an insulin drip. He then changed soft cannula infusion set only and resumed insulin. No further information available.